Event description:
It was reported that an ilet user experienced persistent hyperglycemia, with cgm glucose values progressing from approximately 281 mg/dl to about 320 mg/dl after a recent infusion set change and a period of pump disconnection for a shower; the user noted site removal with minor blood, denied site leakage or air bubbles, and subsequently replaced the site and later all pump supplies (prefilled cartridge, connector, and site) and resumed insulin delivery. Symptoms included slight inflammation of the foot. Outcomes included no medical intervention beyond troubleshooting and user-directed management, no emergency treatment, and no hospitalization. Investigation included technical troubleshooting by verifying tubing flow, guiding site-only replacement followed by full supply replacement, and education on ketone testing and expected glucose decline. Investigation of this case revealed that the hyperglycemia cause was unclear, with potential contributory factors including temporary pump disconnection and possible infusion site or set performance uncertainty despite observed drops in tubing and successful reattachment. It was concluded that the event was user-recoverable with supply replacement and continued monitoring, with no confirmed device malfunction identified. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.